Event description:
It is reported that the patient was revised due to a hematoma after a fall.

Manufacturer narrative:
Information was received from a health professional who is not required to complete form 3500a. Evaluation summary: no devices or photos were received; therefore, the condition of the components is unknown. X-rays were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. The surgical notes from both the primary and revision surgeries were reviewed and did not exhibit any complications. The root cause of the issue is likely to be reported fall that the patient sustained. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened.